Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the left ventricular lead was stuck and could not be pushed into the target vessel. The replacement of two guide wires had no effect. The physician suspected problems with the internal cavity of the lead. The lead was not used and a new lead was implanted successfully. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.